Event description:
A 2.5mm diameter x 9mm length medtronic ave s660 rapid exchange stent delivery system was inserted into a severely calcified right coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter, where it caused the sent to dislodge from the stent delivery system. The dislodged stent was successfully snared from the right coronary artery. The target lesion was successfully treated with another medtronic ave s660 stent. The physician did not follow the instructions for use when the lesion was not pre-dilated, and when the undeployed stent was pulled into the guide catheter while engaged in the coronary artery. There was no add'l clinical sequelae reported relative to the event.